Event description:
It was reported that the cardiac (9600) system c-arm will not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated the technique processor board and the s-ram card. The system was tested and found to be working as intended and placed back into service.